Event description:
It was reported that the customer had a b blood glucose reading of 36 mg/dl. Her meter showed blood glucose levels in the 120's mg/dl, but shortly after her levels were in the 30's mg/dl. She had to call emergency medical technicians for ER low blood glucose of 36mg/dl she was not hospitalized and her blood glucose levels rose to 58 mg/dl, by the time emergency medical arrived the customer believes the issue occurred because of the programmed basal rate setting on her insulin pump. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).